Manufacturer narrative:
Device passed the full functional test including the displacement test, rewind, prime or seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No unexpected alarms noted during. Device was uploaded using carelink pro. Carelink pro listed all test data. No history anomaly noted on carelink pro. Device received with fading serial number label. Device passed the delivery accuracy test at 0.08760 inches.

Manufacturer narrative:
Device passed the full functional test including the displacement test, rewind, prime or seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No unexpected alarms noted during. Device was uploaded using carelink pro. Carelink pro listed all test data. No history anomaly noted on carelink pro. Device received with fading serial number label. Device passed the delivery accuracy test at 0.08760 inches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experiencing low blood glucose. The customers low blood glucose was 40 mg/dl. The customer treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer stated that the insulin pump was over-delivering. The insulin pump passed the displacement test and self test. The customer was using the auto mode feature at the time of incident. The customer insisted on replacing the device. The insulin pump will be returned for analysis.